Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple. The operating room time was extended by an unknown amount of time. There was no patient consequence.